Event description:
It was reported via repair work order that the caster horn would not swivel. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
During the investigation it was discovered that the caster horn would not swivel.

Event description:
It was reported via repair work order that the cot may not have been able to reach full height due to a bent support link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.